Manufacturer narrative:
A replacement procedure was performed and the device was successfully replaced and is expected to be returned to boston scientific for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific crm received information that at a patient follow up, it was noted that this implantable pacemaker had a magnet rate within the range value indicating that the device would reach end of life (eol) in three to four months. The patient was given a follow up date within three months based on this information. However, when the patient came back in three months, the device was providing no pacing therapy as it had reached eol. There is a concern that the battery had depleted earlier than expected. No serial number for this device was provided. The serial number for this device is currently unknown.